Manufacturer narrative:
The axium coil was returned for analysis within an introducer sheath as part of this investigation. Analysis found that based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed. The introducer sheath was found correctly assembled on the pusher with the wavelock at the proximal end. No damages were found with the introducer sheath. Blood was found within the introducer sheath. The axium pusher was found broken with the two segments retained by the release wire. This observation makes the event reportable now. The introducer sheath was too opaque to inspect the distal portion of the pusher or the implant coil. The distal segment could not be removed from within the introducer sheath. Attempts to pull the proximal segment retracted the release wire out from within the distal pusher segment. Resistance within sheath testing could not be performed due to the break. The axium implant coil tip od (outer diameter) could not be measured. The introducer sheath ID (inner diameter) was measured and found to be within specification. No other anomalies were observed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. There were no reported issues pushing the axium implant coil from within the introducer sheath during preparation per IFU. Therefore, it is possible the implant coil became damaged when retracting the implant coil following hydration (if the introducer sheath was not held vertically when the implant coil is retracted) or due to improper hubbing technique (over tightening of the rhv/introducer sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing the coil against resistance would result in damage to the implant coil and the pusher to become broken. It is also possible damage occurred during return shipment to medtronic for analysis as the device came back without its protective dispenser coil. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil felt resistance inside the introducer sheath and would not push without resistance from sheath. Other coils were used to complete the procedure. No patient injury was reported as a result of the event.